Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilation, a 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, as the device was advanced through the guiding catheter into the lesion area, the shaft broke near the proximal hub. The device was removed with the guiding catheter all at once. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found that the hypotube was broken at 505 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a tear at the wire exchange port. This type of damage is consistent with excessive force being applied on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilation, a 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, as the device was advanced through the guiding catheter into the lesion area, the shaft broke near the proximal hub. The device was removed with the guiding catheter all at once. No patient complications were reported and the patient's status was stable.